Event description:
It was reported that the ventricular capture was lost at 7.5 v, 1.5 ms in the unipolar configuration. X-ray did not reveal dislodgement or perforation. Since the patient never paced in the ventricle, the device was programmed to aair mode.